Event description:
Customer reported that the insulin pump was no longer working. Customer stated that the insulin pump recently fell into pool water and there was a crack on the display screen. Customer stated that the insulin pump returned a no delivery alarm during bolus. Customer also stated that the screen of the insulin pump was blank. Blood glucose level at the time of the call was not provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display was noted during testing. The insulin pump was received with normal operating currents. However, moisture damage was found on the electronics during the visual inspection. No moisture damage was found on the motor, battery tube or vibrator assembly. The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. The excessive no delivery alarm could not be verified due to the alarm during the prime test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratches on the reservoir tube window, and a cracked belt clip slot.